Manufacturer narrative:
Analysis of historical records orthofix checked the internal records related to the controls made on the device code ohs2080su batch b3331184, before the market release. No anomalies have been found. The original lot, manufactured in 2023, was comprised of 60 devices. All of them have already been distributed to the market. According to orthofix historical records, no other notifications have been received from this specific device lot. Technical evaluation the returned device, received on february 19, 2024, was examined by orthofix quality operations department. The returned device was subjected to visual and dimensional check as per orthofix specification and then sent to an external laboratory for the raw material check and failure analysis. The visual check evidenced that the single use 8mm scraper probe is broken in correspondence of the connection radius to the smallest diameter of the stem. The dimensional check, performed where possible, did not evidence any anomalies. It was not possible to perform the functional check as the device is broken. The analysis of the raw material, performed by an external laboratory, confirmed that the item is in conformity with orthofix specifications. The probe broke due to overload or impact during use leading to a fracture initiation and resulting in fatigue failure. Conclusions the results of the technical evaluation confirmed that the returned device was originally conforming to orthofix specifications. The probe broke due to overload or impact during use leading to a fracture initiation and resulting in fatigue failure. The analysis of the historical data evidenced that no other similar notifications have been received on devices belonging to the same lot. Orthofix continues monitoring the devices on the market.

Event description:
On january 4, 2024, orthofix srl received directly from mhra information about an adverse incidents occurred in the UK market. A summary of the information is reported below: hospital name: (B)(6) hospitals contact name: (B)(6) reference number assigned by mhra for this incident: user report ref: 2023/011/022/501/007 [mhra ref: 27601013-aicxml] date of incident: on (B)(6) 2023 nature of incident: while using the probe during surgery, for removal of cement of the femoral canal, the oscar3 unit highlighted as weak feedback. As the surgeon retrieved the probe from the femoral canal, it was noted the probe was bent and suddenly broke in two pieces. (B)(4).

Event description:
On (B)(6) 2024, orthofix srl received directly from mhra information about an adverse incidents occurred in the UK market. A summary of the information is reported below: hospital name: (B)(6) hospitals , contact name: (B)(6). Reference number assigned by mhra for this incident: user report ref: (B)(4) mhra ref: (B)(4) . Date of incident: on (B)(6) 2023. Nature of incident: while using the probe during surgery, for removal of cement of the femoral canal, the oscar3 unit highlighted as weak feedback. As the surgeon retrieved the probe from the femoral canal, it was noted the probe was bent and suddenly broke in two pieces. Orthofix srl ref:(B)(4). User report ref: (B)(4) mhra ref: (B)(4).

Manufacturer narrative:
Orthofix srl forwarded the information received from mhra on this adverse incident to the local distributor requiring to contact the hospital involved to get further information on the event and the return of the device concerned for analysis. As soon as further information are available, orthofix srl will provide a follow up report.